Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on an 8mm x 60mm smart flex vascular self-expanding stent (ses) delivery system did not expand after deployment. An attempt was made to post-dilate the stent with an unknown balloon. The under expanded stent was not removed from the patient, and no additional stent was required to treat the lesion. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), and no damage was observed during preparation. The target vessel was the femoral artery with moderate calcification, mild tortuosity, no acute angle, no bifurcation, and no chronic total occlusion. The delivery system was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment, the user maintained a fixed inner shaft position during deployment, and the delivery system was held flat and straight outside of the patient. No unusual force was applied during deployment of the stent. The device will be returned for evaluation.